Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 07/05/2016, a back to back blood test was performed by the customer non- fasting and produced test results of "lo" and 79mg/dl. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): lo (B)(6) 2016, 04:54:00 pm, fasting: yes; 100mg/dl, (B)(6) 2016 07:09 pm, fasting: yes; 145mg/dl, (B)(6) 2016 07:02 am, fasting: yes; 148mg/dl, (B)(6) 2016 06:10 pm, fasting: yes; 140mg/dl, (B)(6) 2016 05:07 am, fasting: yes. The customer is originally calling because she keeps getting e-5 when she inserts the test strip. Unable to confirm the error message and asked the customer to perform a blood test and the result was lo. The customer is testing once a day and is not taking any medication to control her diabetes. The customer is controlling her diabetes with diet and exercise. The customer has not made any recent changes in her diet, exercise regimen, or medication.